Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient suffered subarachnoid hemorrhage and was readmitted to the hospital. The hospital will continue to monitor the patient for neurological recovery.

Manufacturer narrative:
The patient remains ongoing on lvad support and will continue to be monitored by the hospital for neurological recovery. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on vad support; therefore the device will not be returned for evaluation. A correlation between the device and the reported subarachnoid hemorrhage could not be conclusively determined. As of (B)(6) 2015, the patient was reported to be doing well and that the event was not device related. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.